Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit breaker and repaired the plug on the power cord. System operates as intended.

Event description:
The customer reported the system power spontaneously shut off. No patient injury was reported.